Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up and it was observed that the device was infected. The primary and secondary cause of infection was unknown. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. The whole system was explanted and replaced due to infection. The patient was stable post procedure.